Event description:
It was reported that a clearlink system continu-flo solution set had particulate in the fluid path. There was foreign material/possible bug fragment in the tubing of the device. This was observed preparing to set up for infusion prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was a piece of burned resin embedded in the wall of the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.